Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign patient and foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2 mg/ml, unknown dose) and morphine (unknown dose, unknown concentration) via an implantable pump used for an unknown indication for use. On (B)(6) 2016, the patient reported hearing a critical alarm a couple of times "last week". On (B)(6) 2016, a critical alarm occurred again and the patient contacted a hospital. At the hospital, a hcp identified a motor stall had occurred on (B)(6) 2016. A recovery was noted on (B)(6) 2016 and another motor stall occurred "this morning" ((B)(6) 2016). No further motor stall recoveries were noted. Interrogation and reprogramming was attempted to restart the pump but was unsuccessful. The pumps elective replacement indicator (eri) had 16 months remaining. The report indicated off label drug use (baclofen + morphine) was suspected as a contributing factor and that the pump had been routinely replaced in 2011. There were no patient symptoms, but the patient was hospitalized and started on oral baclofen therapy until they had operating room time to replace with a new pump. The scheduled date of replacement was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the time of the initial report the patient¿s status was alive-no injury. Further, on 2016-(B)(6) the representative was further informed that the pump replacement was to be performed on 2016 (B)(6). Further, the implant date was now reported as unknown. No further information was available of the dose of baclofen nor the dose and concentration of the morphine infused. The representative was informed that there was ¿no reason for the motor stall involved in before critical alarm¿. At the time of this information the patient was still in hospital waiting for or time and the pump was to be returned as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-08 the representative further reported information pertaining to a motor stall 13 months before eri. The serial number was now provided. The hospital sent the representative the device on 2016-dec-13 the representative would sent it for analysis return.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was noted to have delivered baclofen 2000 ¿g/ml at a dose of 2,100.5 ¿g/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.